Manufacturer narrative:
(B)(4). The previously reported conclusion no longer apply to this event.

Event description:
It was reported that during an initial implant, the lead anchor went on fine, but the support clip for the lead didn't appear to close correctly. It was reported that it would close, but it was "real loose." The physician did not think it would be able to secure the lead. The support clip was replaced and the replacement support clip worked fine.

Manufacturer narrative:
(B)(4).